Event description:
It was reported that the implant was opened to the sterile field. The scrub tech went to place the plastic and 28 metal head inside the 56mm cup using a two thumb method and it would not assemble. She placed the 56mm cup on her back table and tried using her palm to engage. Another cup was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; g3; h2; h3; h4; h6. Visual inspection of the returned device found the ring and shell to be disassembled upon receipt. The ring is twisted and bent out of round shape. The liner was not returned. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. The reported requested a summary of the investigation findings, and the letter has been sent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.